Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to a jump to high pacing impedance and numerous short v-v intervals with noise on the right ventricular (rv) lead. Intermittent loss of capture was observed and the rv lead was confirmed to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.